Event description:
It was reported the patient had a change in therapy effect and pain that "came out of no where" that started about 3-4 weeks ago. The pain was described as "similar to the pain the patient was implanted for." It was noted the patient had done really well for two years following the pump implant and this was a new episode. The patient was admitted to inpatient care for two weeks and just got better a few days ago. The outcome of the event was not reported. The medication in the pump was unknown. Follow-up could not be attempted.

Event description:
It was reported that the patient had been having severe pain issues since (B)(6) 2015. Reportedly the physician had told the patient that his body was used to the medication. The patient had a medication and dose change. This device system delivered fentanyl, droperidol, and morphine. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), product type catheter. (B)(4).